Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided by the facility which shows the patient's anatomy and the condition of the esheath after being used in the procedure. The following were noted: 3mensio imagery provided shows the patient's access vessel as tortuous with a pre-existing graft and undersized vessels (<6.0mm for 16f esheath). Crimped valve appears to be stuck near the distal end of the esheath with damage to the liner and esheath material. A liner tear along the distal end of the esheath. Multiple liner strands near the distal end and esheath damage near the area where the crimped valve is stuck. The following instructions for use (IFU) were reviewed: IFU for esheath, commander delivery system, device preparation manual, and procedural training manual. Based on the review of the IFU/training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'inability to advance through esheath' 'esheath liner strand, 'esheath damaged' and 'esheath liner torn' were confirmed based on the imagery provided. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Additionally, no damage was observed during device preparation, making it unlikely that the esheath shaft or liner damage were present out of box. As reported, 'procedure for a 26mm sapien 3 ultra valve, the valve would not advance through the patient's pre-existing endologics graft'. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Imagery provide shows the condition of the patients access vessels which has a pre-existing stent, tortuosity, and small vessel size. A graft mimics the rigidity of calcification and in combination with a small vessel size can create a challenging pathway for insertion of the devices by restricting the vessels. Tortuosity can induce non-coaxial angles during delivery system insertion through the esheath requiring a higher force to overcome any additional friction with the inner lumen. It is possible that the crimped valve interacted with the esheath liner and inner lumen and became non-coaxial during insertion. Manipulation could have been used in attempts to overcome this interaction, resulting in the valve struts ability to damage the esheath liner material. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damaged. A CAPA and product rist assessment has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in high push force. As such, available information suggests that patient factors (pre-existing stent, tortuosity, vessel size) and procedural factors (excessive manipulation, valve strut caught on liner/sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, the valve would not advance through the patient's pre-existing endologics graft. The esheath tore, and the valve was exposed in the vessel. The esheath, delivery system, and valve were removed as a unit. A new system was prepped and the valve was deployed. Post deployment, peripheral angiograms showed no extravasation and the esheath removed. The patient's pressure dropped and covered stents were deployed in the iliac. The patient was taken to surgery for further femoral repair. The patient passed away post operative day1 for unknown reasons. Additional information requested is not available at this time.